Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd integra¿ syringe with detachable needle there was an issue with needle breaking during use and plunger sticking. There was no report of injury or medical intervention.

Event description:
It was reported with the use of the bd integra syringe with detachable needle there was an issue with needle breaking during use and plunger sticking. Pharmacist called on behalf of consumer to report that the consumer brought in a syringe and stated that the needle broke off during his injection, said rather than the needle retracting it went deeper into his skin. He was able to remove the needle without any medical assistance and does not plan to see a doctor, there was no injury or discomfort. Consumer also told the pharmacist that the plunger rod sometimes gets stuck during the injection. Consumer states he does not reuse needles. There was no report of serious injury or medical intervention.

Manufacturer narrative:
Pharmacist called on behalf of consumer to report that the consumer brought in a syringe and stated that the needle broke off during his injection, said rather than the needle retracting it went deeper into his skin. He was able to remove the needle without any medical assistance and does not plan to see a doctor, there was no injury or discomfort. Consumer also told the pharmacist that the plunger rod sometimes gets stuck during the injection. Consumer states he does not reuse needles. Complaint history review shows this is the 1st related complaint for plunger movement difficult, needle broken on the provided lot number 7177699.

Manufacturer narrative:
Due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. Investigation summary: one open 3ml integra packaged syringe with needle was received and confirmed to be from batch#: 7177699 (p/n: 305272). The sample was visually evaluated. The syringe was activated. The needle hub was removed to verify presence of the cannula. The cannula was found inside the plunger rod as expected. The plunger rod is compromised since the syringe was activated, movement or performance of the plunger rod could not be verified. No defects were identified during evaluation, therefore defect not confirmed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Root cause not defined since defects were not confirmed in sample received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported with the use of the bd integra¿ syringe with detachable needle there was an issue with needle breaking during use and plunger sticking. There was no report of injury or medical intervention.